Event description:
Customer reported the system will displays error code upon boot-up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the k2 relay was stuck, causing batteries to discharge. Parts are no longer available for this system. Customer will have to contract through a 3rd party to restore the system to operating as intended.